Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used the same cracked seal to complete the procedure. No pt complications were reported by the hosp.